Manufacturer narrative:
The lab evaluation confirmed a broken pivot point. Ross standard procedure includes attempting to obtain all required information from the source.

Event description:
Broken pivot point.